Manufacturer narrative:
H3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from a healthcare provider via a company representative stated that the whole system was replaced on (B)(6) 2025. The cause of the pump flipping was due to being ¿one-tie¿ down on the pump. The catheter would not aspirate because it was completely out of the intrathecal space and coiled up at spine incision. The patient was on 120 mcg/day of it fentanyl (previous dose was 435). The whole system was discarded.

Event description:
Information was received healthcare provider via a company representative regarding a patient receiving fentanyl with concentration 2500 mcg/ml at a unknown dose rate via an implantable pump. It was reported that the patient was referred to a physician urgent replacement. No actions were yet taken, but they were to replace the pump (B)(6) 2025 to hopefully avoid withdrawal symptoms. They did not get the expected amount from the pump reservoir out prior to refill. The pump has been flipping, and elective replacement indicator (eri) is coming up in about 6 weeks as well. It was indicated there was no known factors that may have led or contributed to the issue. The issue not resolved as of (B)(6) 2025. No patient symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 8780 serial# (B)(6) implanted: (B)(6) 2019 explanted: (B)(6) 2025 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jan-2021, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.